Manufacturer narrative:
Received one used 14687-15 primary plum set and one used list #unknown, transpac monitoring kit for inspection. No damages or anomalies noted. The 14687-15 primary plum set was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint of a proximal occlusion alarm was unable to be replicated or confirmed. A review of the device history record could not be conducted because no lot number was identified.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. If the device is received for evaluation, a supplemental report will be submitted. E1- telephone extension (B)(6).

Event description:
The incident involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The reporter stated that the pump showed occlusion after the a-line was changed to this plum set. There was no issue with the pump, and the set was replaced and therapy resumed with no other issues encountered. There was no report of patient harm.